Event description:
It was reported that prior to the implant procedure, the device was interrogated while still in the box and a charge test was performed. A message appeared stating a long charge time. The device was later interrogated again, and it indicated end of services (eos). The device was not used, and a different device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The reported failure mode was verified and found to be due to a defective transistor on the l357 integrated circuit (ic). The l357 ic is a defibrillator control signal level shifter with a component designation of u21 on the gen 2 (B)(4) hybrid. The l357 defect resulted in excessive current drain that bled-off the csp voltage during charging resulting in the charge time-out. The defect on the l357 was identified by photon emission microscopy. The emission was found along the edge of a transistor gate. The cad path to this transistor is (B)(4).

Event description:
It was reported that prior to the implant procedure, the device was interrogated while still in the box and a charge test was performed. A message appeared stating a long charge time. The device was later interrogated again, and it indicated end of services (eos). The device was not used, and a different device was implanted. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.